Event description:
The customer reported to olympus, visera elite xenon light source does not light up and cannot be used. The lamp connection at startup is not established. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the light does not light up, the output connector (light guide connection) was loose, the chassis had corrosion and the top cover had rust. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device issue of ¿the light source lamp did not light up¿ were likely caused by a failure of the lamp lighting mechanism or a failure of the lamp or a failure of the power supply. However, the cause cannot be confirmed. Olympus will continue to monitor field performance for this device.